Event description:
It was reported that during a breast biopsy, the markers would not deploy. No other info available. No pt consequence reported.

Manufacturer narrative:
Clear tip sheared at distal tip. Eval summary: the analysis results found that the sheath was received torn and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. No conclusion could be reached based on the analysis results as to why the applier would not deploy the collagen plug with the clip. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing rocess.